Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110d - proximal pressure sensor range error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed and suggested repair per the manual. Customer has cycled power to reset the proximal pressure sensor and the unit is operating as expected. The rse advised to perform successful pvt - at a minimum pressure accuracy and st performance testing, then allow the vent to run in st mode for a run in test before placing back into service. Investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered data acquisition (da) printed circuit board assembly (pcba) replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.